Event description:
It was reported that the balloon catheter was used in an arteriovenous malformation with glue embolization procedure. After the 6f115 intermediate catheter was established and the guidewire was in place, the balloon was checked and prepped; and filling with contrast agent was fine according to the calibration value. Reportedly, the balloon was pushed in the patient but did not reach the calibration value due to balloon rupture. The balloon was removed and replaced with another balloon of the same model and the procedure was successfully completed. No report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Investigation findings: items returned for investigation: scepter c. Items not returned for investigation: n/a. The balloon was returned ruptured. No other damage was observed. Investigation conclusion: the investigation of the returned balloon catheter found the balloon ruptured as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.